Manufacturer narrative:
The complaint device, commander delivery system, model 9610tf29, lot number 59976760, is not sold or marketed in the us; however, it is deemed similar to the commander delivery system - model 9600lds29. The PMA/510k field will be blank. The investigation is ongoing.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. No external visual abnormalities related to the reported complaint event were observed during visual inspection. During functional testing, the device was unable to be de-aired, however it was possible to perform gross valve alignment by pulling the balloon shaft until the yellow marker was visible. The device was disassembled and a break in the balloon shaft on the proximal side of the metal sleeve was observed. The delivery system was dimensionally measured for any components that could possibly interact during the valve alignment function and all measured dimensions were within specification. The complaint for delivery system leakage was confirmed due to a break in the balloon shaft proximal of the metal stop sleeve bond. The primary root cause for this type of balloon shaft fracture was determined to be the use of excessive force or bending during the valve alignment and fine adjustment process. The vestamid tubing to metal stop sleeve bond is not bend resistant and bending of balloon shaft at the proximal stop sleeve can break the joint. Bending is not required for the procedure, but can occur. A field safety notice was distributed in february 2015, prior to this complaint event, containing additional instructions and troubleshooting measures to employ should the fine adjustment issue arise. This also included additional details regarding device handling; specifically regarding bending the balloon shaft when fine adjustment or gross alignment issues should arise, as well as emphasizing that the balloon shaft should not be pulled past the warning marker. As a result of this type of failure, the metal stop sleeve has been redesigned to incorporate an improved bond at the steel stop sleeve. This device was manufactured prior to the implementation of this design change. The complaint for delivery system leakage was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that procedural factors may have contributed to the event. This type of failure was previously investigated; corrective and preventative actions are being addressed through a CAPA.

Event description:
As reported by our affiliates in the united kingdom, during transfemoral deployment of a sapien 3 valve, the delivery system balloon did not inflate and contrast leaked out of the handle. The valve and delivery system were removed and new devices were used to complete the case. At the time of the report, the patient was stable. During device preparation, the balloon inflated during de-airing and there were no issues noted. Valve alignment was successfully completed. The patient¿s native annulus was moderately calcified.